Manufacturer narrative:
Event date is approximated as it was reported to have occurred in (B)(6) 2018.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that the emitter failed to power up intermittently.

Manufacturer narrative:
Additional information: device manufacture date.

Manufacturer narrative:
The axiem unit was returned to the manufacturer for analysis. Analysis found that the reported problem could not be duplicated. The axiem unit was connected to a test system with the ear, nose & throat (ent) application for a multi-day burn-in test. Registration, tracking, and accuracy looked normal on all eight tool ports. The tools were connected and disconnected from each port multiple times and the system remained functional. If information is provided in the future, a supplemental report will be issued.